Manufacturer narrative:
The field service engineer (fse) went onsite and pulled the logs from the device. The fse tested the device and could not replicate the issue. The fse found that the device was working as intended. The information was escalated to a product support engineer (pse). The pse reviewed the configuration files but was unable to draw any definite conclusions as to why the monitor did not alarm for desaturation (desat) at the time of the event. No recording/strips were provided from the event showing the spo2 values. However, when the pse reviewed the configuration files, she found that there were big differences in the desat delay. There were measurement settings that contain a desat limit of 5 seconds and some of 20 seconds. It is unknown what was the active setting at the time of the event nor for how long the averaged spo2 values were below the desat alarm limit. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a drop in blood oxygen level (desaturation) at certain point should have triggered an alarm. The patient was desaturating around 70, which should have prompted an alarm. There was no impact to patient because the clinical staff was present when this occurred. The intellivue mx450 patient monitor device involved is reported in MFR report number 9610816-2023-00484.